Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received his scs system on (B)(6) 2008. The patient's ipg was implanted for pain on his left side. It was reported that he is now having spasms on his right side by where the ipg pocket is. He still feels the stimulation where he needs it. This is in addition to his normal stimulation. The patient's wife stated that he turned the stimulator off, then on to see if the spasms would stop. The spasms did not stop. The patient then met with his physician and was told that he felt the right side was trying to compensate for the left and that he should rest. No further information is available at this time.